Manufacturer narrative:
No sample or valid lot number information has been received by manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but was confirmed as unavailable or unwilling to provide. (B)(4).

Event description:
A doctor reported that an ophthalmic gas bubble instilled inside of the patient's right eye did not last in duration. The patient received a second gas bubble instillation on post op day number two. Patient impact information is unknown. Additional information has been requested.